Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The insulation has a small piece peeled away. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma and coagulation as intended. Suction performed. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. 2) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. 3) contacting the distal portion of cannula with the shaft when inserting and removing the wand. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. Our clinical investigation concluded: a clinical review states this case reports, during an arthroscopy, ¿a part of the black plastic insulation broke away.¿ the pieces were reportedly removed by graspers and the procedure was completed with a smith and nephew back-up device and a non-significant delay. No other complications were reported. Per case communication, ¿it¿s not 100% sure if all pieces were removed.¿ no additional clinically relevant information was provided. Based on the information provided, the root cause of the reported ¿part of the black plastic insulation broke awake¿ cannot be definitively concluded. The broken instrument was reportedly removed with a grasper, however, ¿it¿s not 100% sure if all pieces were removed.¿ the patient impact beyond the reported cannot be determined. Therefore, no further clinical medical assessment can be rendered.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy, a part of the black plastic insulation of the ambient broke away. The pieces were removed by grasper. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.